Event description:
The ge oec 9800 fluoroscopy system had thumbnail icons in the image directory that did not match the underlying image.

Manufacturer narrative:
A ge oec service rep investigated the issue and isolated the malfunction corrupt software that was re-loaded to prevent the issue from recurrence. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction that occurred during a procedure.